Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the revision is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-06615. It was reported one of the patient's leads had migrated. Surgical intervention took place in which the migrated lead was explanted and replaced to address the issue. The ipg was electively replaced. Therapy was restored post-op. Note: it is unknown which lead had migrated therefore both leads are being reported.